Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the xenon lamp failure, from the device inspection result by olympus service operation repair center. Therefore, omsc determined that the reported event was caused by the xenon lamp failure. Omsc could not confirm details about the xenon lamp failure because the device was not returned to omsc. However, based on date of manufacture and the fact that the device has no repair history, omsc concluded that it had failed due to the life of the lamp. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was reproduced. The reported phenomenon may have been caused by a lamp failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the emergency lamp was lit up when the device was turned on. There was no report of patient injury associated with the event.